Event description:
It was reported that an ilet bionic pancreas had a nonresponsive touchscreen, including inability to slide to unlock and the device remaining on the cgm graph after unlocking. The screen was observed to be cracked, and functionality was restored temporarily by restarting via the ilet app. Customer care provided support that included communication with the user and device replacement logistics. Investigation of this case revealed a touchscreen fracture with stress-related damage identified to the touchscreen component. No clinical signs or symptoms reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.